Event description:
During the robotic low anterior resection, the robotic stapler was loaded on to the arm and the system went into a non-recoverable fault and had to be restarted for the surgery to continue. The patient sustained no injuries during the rebooting of the system.